Event description:
International affiliate reported that a patient developed a fever three days following breast surgery in which two drains and a reservoir were used post op. Patient was prescribed antibiotics and the fever subsided. No further adverse events were noted.